Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window corners, and minor scratches on the lcd window. No traces of moisture were noted at the electronic or motor assemblies per visual inspection.

Event description:
The customer reported via phone call that they accidentally locked their insulin pump. The customer also reported exposing the insulin pump to water. Customer reported the insulin pump was submerged in water and there was a crack present on thedisplay. The customer's blood glucose was over 200 mg/dl. Customer treated their blood glucose with a manual injection. The customer requested to have the insulin pump replaced. Customer will be returning the insulin pump for analysis.